Event description:
It was reported that two ozark view self-starting variable screws migrated out of an fractured ozark view plate at c7 six months post-operatively. Revision surgery has not been scheduled at this time. This report will represent the plate.

Manufacturer narrative:
Visual inspection: damage to the plate was confirmed through inspection of the associated radiographic image. The image showed that the screw cover at the caudal-most level of the construct had been fractured. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused the screw cover to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Even though the event was confirmed, no root cause for the issue could be determined based on the available information.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark view self-starting variable screws migrated out of an fractured ozark view plate at c7 six months post-operatively. Revision surgery has not been scheduled at this time. This report will represent the plate.